Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a diffuse lamellar keratitis (dlk) on both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center noted there was a trace of dlk on the right eye (od) and stage 1 dlk noted on the left eye (os). Oral steroids (medrol dosepak) were prescribed and topical steroid drops were increased to resolve symptoms. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.75 x -.25 x 15, left eye pre-op 20/20 -1.00 x -.25 x 144. This report is for the femto laser. A separate report will be submitted for the excimer report.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.